Manufacturer narrative:
The reason for this revision surgery was reported as a femur fracture after 4 months of patient use. There is no information in this complaint about any medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. Hospitalization - initial or prolonged was required. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this part number from this lot. The root cause for the femur fracture was most likely the patients fall as reported. There is no information in this complaint about any medical contraindications that may have contributed to the need for revision.

Event description:
Revision surgery - due to a fall the patient's femur fractured.